Event description:
It was reported that during ward rounds, it was found that the ventilator tidal volume dropped to 200ml/s, and the tracheal tube was leaking air audibly and obviously. It was replaced with the new tracheal tube immediately, and the ventilator tidal volume returned to normal 500ml/s. After the replacement, the tracheal tube was placed in water for testing, and it was found that the tube balloon was "ruptured".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.